Event description:
Laparoscopic gastrectomy - "this is the complaint from the market. "The user found a broken piece of duckbill in the body cavity during procedure. Our sales rep presume the duckbill broke because a load was applied to it when the user operate a suture apparatus (endo gia). " patient status: "the patient was not injured."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit and the torn off piece of the duckbill were returned for evaluation. Upon inspection, engineering confirmed a tear in the duckbill. No other damages or defects were observed. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the seal appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns "extra care should be used when inserting angular and asymmetrical instruments such as "j" hooks and clip appliers. All instruments should be centered axially when inserted through the seal for easier insertion. This document represents our final report.